Manufacturer narrative:
D.4. Lot number, serial number, expiration date and completed UDI are unknown. H.4. Device manufacture date is unknown. The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention: section: warnings & cautions: cautions: ¿dilators and catheters should be removed slowly from the sheath. Rapid removal may damage the valve, resulting in blood flow through the valve.¿. Section: warnings & cautions: warnings: ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿. ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance.¿.

Event description:
The patient was prepared for impella support due to acute myocardial infarction/cardiogenic shock. While attempting to implant the impella, the physician was unable to gain access to either femoral site due to both being occluded. The impella cp placement was aborted due to vascular anatomy.

Manufacturer narrative:
H6 revised health effect - impact code since the initial report was submitted. Investigation summary: the investigation has been completed. No product was returned. Unable to deliver or advance (delivery issue): the cause of the deliver issue was determined to be patient condition as the patient had difficult anatomy and both femoral sites were occluded preventing successful delivery of impella. Device history review: the product history review was not possible since the serial number of the device is unknown.